Manufacturer narrative:
The investigation was stated but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that during the operation of the m300, transmitter (m300) repeatedly disappears from the screen ( discharge itself) and then must be admitted again. It could be named only on transmitter (no. 9) with this error. No patient injury reported.

Manufacturer narrative:
Ics logs were submitted for analysis. The logs of m300 cited in this complaint was not provided as it could not be determined which specific unit was exhibiting the cited issue. It was also communicated that a new patient was admitted on the m300, and the records that covered the date of the cited issue were not available for the m300. In the ics clinical logs where a discharge would be evident, there were no discharges identified. As a result a hardware analysis would need to be conducted, however, the m300 was not available for the root cause investigation. The exact time of event was not communicated however for the identified ip address (11 192.168.72.110) the ics showed 3 "bed no longer being monitored" on the ics for the date cited ((B)(6) 2016). A precise root cause as to why the issue would occur was not able to be determined as requested logs and material is not available. By design, if the m300 turns off, or discharges, an audio and visual offline/discharge message will be displayed at the ics, as well as the m300. In this case, the ics logs showed numerous offline messages indicating that the bed specific to this complaint was not being monitored.

Event description:
Please refer to the initial report.